Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a broken extension set was confirmed. Visual inspection noted a crack measuring about 4.88 mm on the male luer spin collar parallel to the direction of the fluid flow. There were no other signs of damage or deformity on the collar or male luer tip. Functional testing was not feasible as the spin collar was received separated from the male luer tip. Dimensional testing was performed and the parts measured within specification. The root cause of the crack on the male luer was not identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an extension set broke apart during re-connection to a non-carefusion "cap". There is no report of leakage or patient harm.